Event description:
The nurse reported that the probe would not fit through the cannula. No pt injury was reported.

Manufacturer narrative:
The probe has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).